Event description:
It was reported that the 9800 system keeps rebooting and has no fluoro. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Cleaned the contact on the ps1 power supply and adjusted 5 volts. Adjust the low and high ma nulls and reseated the connectors for the ps3 power supply and up/down buttons. The system was tested and found to be working as intended and placed back into service.